Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. The non-specific product performance allegation was confirmed - based on the observation of calcification on the shocking coils, which has been shown to increase impedance measurements.also noted likely explant damage.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to product performance issues. Device was returned and analyzed. No additional adverse patient effects were reported.